Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue: there is a crack in the battery compartment this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows evidence of unexplained power on resets. The battery compartment is cracked from the threads to the case seal. Returned battery cap has stripped threads and is unable to fully attach to the pump; duplicating power on resets. A new test battery cap was able to carefully attach to the pump and was used to exercise the pump for 24hrs; no power loss was duplicated with new test cap. Unrelated to the complaint, the display screen was observed to have a pinkish contrast; the screen is still able to be read. A time/date reset after power on resets was observed in the black box the pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Inspection of the internal battery showed it was leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.